Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing

Event description:
It was reported that the patient lost a significant amount of weight and is now experiencing pain at their ipg site. As a result, surgical intervention may be pending.

Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 wherein the ipg was replaced with a new model and the site was repositioned. Effective therapy was restored post operatively.